Event description:
It was reported that over a month following the successful cryo ablation procedure, the patient came to the hospital with bilateral weakness in the lower extremities. A computerized tomography (CT) scan was performed to determine if they had an atrioesophageal fistula, but no obvious signs were observed. The patient then coded, was revived, and was subsequently intubated and admitted to the intensive care unit (ICU). The patient remained unresponsive and the family made the decision to remove the patient from life support. The patient's cause of death was ruled an air encephalopathy stroke. The physician wonders if air was introduced during contrast as the patient decompensated and coded during the CT exam. The physician reviewed saved fluoroscopic images and verified proper antral balloon placement in each application of each lesion.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The file returned for the reported event date showed 28 applications were performed using a non-returned balloon catheter. No system notices were triggered during any of the applications. The console seems to be controlling the pressure and flow within the specified range during all the applications. In conclusion, the reported adverse events, stroke and death, took place several weeks after the procedure and there were no anomalies that were recorded in files which can relate the reported adverse events to the reported event. The physical product was not returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.